Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2021. Additional information: d9, h3, h6. Additional information was requested and the following was obtained: this product was used for common hole closure of the gastrojejunum in laparoscopic surgery. During suture, the surgeon noticed that the needle tip was lost. The inside of the body was checked by x-ray, and the mayo table was also searched, but the needle tip was not found. After that, the patient was discharged without any problems. Doctor's comment: I felt that the needle could not be passed smoothly at the second stitch, but I don't know when the needle broke. The product was returned to ethicon inc for evaluation. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations to determine the fracture mode. The cleaning process was repeated to remove adherent particles from the fracture surface. Some debris remained on the surface; however, additional cleaning was not performed in order to preserve the fine fractographic features. The specimen was then air-dried and stored until analysis. The evaluation revealed the fracture surface contained mechanical damage and areas with evidence of high temperature exposure. The fine fractographic features were obscured by these features, and the evaluation was inconclusive. The manufacturing records could not be reviewed as the batch number is unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: did the needle fall into the patient? If yes, was it retrieved during the same procedure? (Please provide details). No further information is available. Please provide procedure name. No further information is available. Please provide lot number. No further information is available. Trade name: irgacare®. Active ingredient(s): triclosan. Dosage form: suture/solid/parenteral. Strength: = 2360 g/m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and barbed suture was used. During the procedure, the needle tip broke. No adverse patient consequences were reported. Additional information was requested.